Event description:
It was reported the patient experienced a shocking or jolting sensation. It was stated that, during the delivery of the patient's child, the patient's device was turned off. The health care provider (hcp) was giving a spinal injection when the patient said "she felt a strong shocking sensation down the back of her right thigh and buttock." It was stated "the nurse who was holding the head/neck area of the pt when this occurred also reported feeling a sensation of vibrating just as pt reported feeling this." The sensation reportedly took place before he had injected anything, but the needle was in place and was starting to apply some pressure to inject anesthesia. This was in l3-l4 area. It was stated the needle was "not that close to the system to have struck it." Additional information ahs been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).